Manufacturer narrative:
This device was not returned to the manufacturer. Discarded.

Event description:
The dentist reported a fractured abutment screw.

Manufacturer narrative:
The customer provided a radiograph that shows a fractured screw inside an implant. No visual inspection can be conducted as the product was not returned. The complaint was confirmed. Confirmation of the item number could not be completed with the radiograph image. The device history record could not be reviewed as no lot number was provided. A definitive root cause could not be determined.